Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 29-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of menstruation irregular ("irregular periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced menstruation irregular (seriousness criterion medically important), fatigue ("fatigue ¿ significant need for sleep"), amnesia ("loss of memory"), aphasia ("word-finding deficit"), arthralgia ("joint pain (wrists, ankles, shoulders)"), muscle spasms ("pelvic muscle spasms"), pustular psoriasis ("severe pustular psoriasis"), ear infection ("recurrent otitis"), ear pruritus ("itching of the ear canal"), urinary tract infection (" recurrent urinary tract infections"), vulvovaginal burning sensation ("vaginal burning"), constipation ("gastrointestinal disorders (diarrhoea followed by periods of constipation) "), diarrhoea ("gastrointestinal disorders (diarrhoea followed by periods of constipation) "), menopause ("premenopause"), dry eye (" dry eyes") and dry mouth ("oral dryness") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, amnesia, aphasia, arthralgia, muscle spasms, pustular psoriasis, ear infection, ear pruritus, urinary tract infection, vulvovaginal burning sensation, weight increased, constipation, diarrhoea, menopause, menstruation irregular, dry eye or dry mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. The most recent information was received on 07-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of menstruation irregular ("irregular periods") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 04-jan-2016, the patient had essure inserted. On unknown date she experienced menstruation irregular (seriousness criterion medically important), fatigue ("fatigue ¿ significant need for sleep"), amnesia ("loss of memory"), aphasia ("word-finding deficit"), arthralgia ("joint pain (wrists, ankles, shoulders)"), muscle spasms ("pelvic muscle spasms"), pustular psoriasis ("severe pustular psoriasis"), ear infection ("recurrent otitis"), ear pruritus ("itching of the ear canal"), urinary tract infection (" recurrent urinary tract infections"), vulvovaginal burning sensation ("vaginal burning"), a first episode of gastrointestinal motility disorder ("gastrointestinal disorders (diarrhoea followed by periods of constipation) "), a second episode of gastrointestinal motility disorder ("gastrointestinal disorders (diarrhoea followed by periods of constipation) "), menopause ("premenopause"), dry eye (" dry eyes") and dry mouth ("oral dryness") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to fatigue, amnesia, aphasia, arthralgia, muscle spasms, pustular psoriasis, ear infection, ear pruritus, urinary tract infection, vulvovaginal burning sensation, weight increased, the first episode of gastrointestinal motility disorder, the second episode of gastrointestinal motility disorder, menopause, menstruation irregular, dry eye or dry mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.